Event description:
Boston scientific received information that this right ventricular (rv) lead was prophylactically removed and replaced with a new lead as the lead was included in the long is-1 terminal pin product advisory was initially communicated on (B)(4) 1999. During the procedure, insulation abnormalities were visable found on the lead. All measurements were within range prior to explant of the lead. A portion of the rv lead was severed near the yoke on the lead while the remainder of the lead was surgically abandoned. A portion of the lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. All measurements were within range prior to explant of the lead. A portion of the rv lead was severed near the yoke on the lead while the remainder of the lead was surgically abandoned. Microscopic inspections found that a portion of the lead was returned to boston scientific, there were multiple insulation abrasions on the portion of lead returned, some surface, some through. The morphology of the insulation abrasions are indicative of lead-on-lead contact. Laboratory testing was unable to reproduce the reported clinical observations as this occurred during an implant procedure. The severed lead was discarded at boston scientific.